Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the mechanical jam associated with inability to remove the lock line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During the procedure, the lock line had resistance to the release of the clip making it impossible to remove it. The grippers had been lifted previously and the clip detached from the clip delivery system (cds), it was decided to remove the cds and the steerable guide catheter (sgc) leaving the lock line attached to the deployed clip. Once the whole thing was taken out of the patient, the thread was cut from the skin. Mr was reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.